Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1000258417 model/catalog description: balloon unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1000278189 model/catalog description: pump unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. During surgical evaluation, no fluid leak was identified within the system. As a result, the device was explanted and replaced. A new location along the urethra was selected for placement of the replacement cuff. No patient complications were reported.